Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed inmodel #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in sweden underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 14 feb 2017, a (B)(6) feed from a parkinson's group indicated that the day after peg placement surgery, the patient experienced extreme pain and the stoma had to be re-opened. It was found that the intestinal tube and the inner fixating plate had come loose and stomach acid was leaking into the stomach. The intestinal tube and fixation plate was fixed.